Event description:
It was reported from medwatch report (B)(4) that balloon would not fully deflate. A ranger paclitaxel-coated balloon catheter 7.0 x 40mm, 135cm was selected for this a/v dialysis graft/fistula and angioplasty procedure. The interventional radiologist deployed and inflated the balloon to 6 atm pressure (held for 3 minutes) then deflated. Upon trying to retract the balloon, it was discovered that it was not fully deflated. The technician again attempted to deflate the balloon, however, as the balloon reached the sheath it would not squeeze through the sheath. The physician pulled the sheath out with the balloon (leaving a wire in place). Access with a new sheath was obtained and a subsequent balloon procedure was performed successfully without sequela.